Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) malfunctioned and patient injury resulted. An integra representative inspected the clamp and found that the swivel lock was significantly stiffer than normal function. The nature of the injury is unknown, and no information has been provided on surgical delay.

Event description:
N/a.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was not returned for evaluation after 3 good faith effort (gfe) attempts. Lot number information has not been provided; therefore, the device history record (DHR) could not be reviewed. Failure analysis - the account was visited and the clamp inspected; the inspection showed that the swivel lock was significantly stiffer than normal function. The a1059 skull clamp is subject to routine wear that can result in deficiencies in the swivel lock; however, this is unlikely to contribute to patient slippage. Root cause - the definite root cause cannot be identified as the device was not returned. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If the device is returned or additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.